Event description:
The facility reported that the male luer lock adapter would not tighten to the stopcock. The reported problem occurred before pt ust. No pt injury or medicla intervention reported. No additional info available.